Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown 10mm w/epiphysis fracture shaft: catalog#ni, lot#ni; unknown. Biomet/g41 w/+3 base plate: catalog#ni, lot#ni; unknown bone cement: catalog#ni, lot#ni. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. It was reported that the patient sustained a humerus tray fracture after a fall. Postoperative fractures typically occur from a fall onto the outstretched extremity or through an area of osteolysis. Shoulder periprosthetic fractures are intraoperative or postoperative complications associated with shoulder arthroplasty that can lead to loosening and migration of the prosthesis. The treatment of postoperative fractures is based on fracture location, prosthesis type and stability, rotator cuff status, and available bone stock. Symptoms include pain, swelling, inability to move shoulder, grinding sensation, deformity, and loss of normal use of the arm if nerve injury occurs. As the patient experienced a fall event that led to the implant fracture and subsequent revision surgery, the root cause of the reported event was determined to be not related to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). A2: year of birth: 1940. G2: foreign: germany. Diligence is in process to determine whether the device is available for evaluation by zimmer biomet. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left shoulder arthroplasty. Subsequently, seven and a half years post-implantation, the patient experienced a fall and began to experience pain and functional limitation in the shoulder prosthesis. Diagnostic images revealed that the humerus tray had fractured. The patient underwent revision surgery to replace the fractured component. It was reported that no further information is available.